Manufacturer narrative:
Reference CAPA-(B)(4).

Manufacturer narrative:
Additional information was received. Per the 3mensio pre-screening report, the mean diameter was measured to be 28.9mm, the area was 673.1 mm2, and the perimeter was 93.3 mm. It was confirmed that the patient had almost no calcification of the aortic valve complex, and the left ventricle was severely dilated.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Per the IFU, safety and effectiveness have not been established for patients with non-calcified aortic annulus. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the device is not available for evaluation as it remains implanted in the patient. However, there was no allegation or indication a device malfunction contributed to this adverse event. The patient¿s lack of native calcification and ai prior to the tavr case were likely contributing factors for the valve embolization. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
A 29mm sapien 3 valve was successfully implanted in a 90:10 aortic/ventricular position with 3cc of additional volume via transfemoral approach. Post deployment there was none to trace paravalvular leak (pvl). Approximately 5 hours later, the patient had rhythm issues. The patient had a prior automatic implantable cardioverter-defibrillator (aicd) implanted. It was unknown of the aicd did not go off or went off and there was no response. CPR was administered and the patient was placed on extracorporeal membrane oxygenation (ECMO). The patient was taken back to the cath lab and the valve was found to be in an incorrect orientation (upside down). A corevalve was placed since the valve was low and another sapien 3 valve was prepared to be implanted. However, the patient ¿hemorrhaged from all over¿ and expired on the table. The hemorrhage was considered to be from the CPR. The patient¿s native annulus measured 683mm2. The valve was initially placed in the proper orientation. It was not clear if the patient¿s rhythm issue or the valve flipping occurred first. I was suspected that the valve embolized and flipped in the left ventricle or the valve flipped during CPR. The patient has aortic insufficiency (ai) prior to the tavr procedure. The patient¿s native annulus, native leaflets and aortic root had no calcification.